Event description:
It was reported that the pump was at end of life and it was out of medicine. The doctor dismissed the patient because the patient ¿had problem getting down there.¿ it was noted that the doctor would ¿take the pump out if the patient comes back.¿ the patient had a stroke and seizures but did not indicate when this happened. The patient was in ¿so much pain that he did not really want to live no more.¿ it was noted that patient possibly experienced withdrawal due to the pump running out. He had been in and out of the hospital where he was given some pain medicine. The pump was used to deliver an unknown drug. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).